Event description:
It was reported "during the PICC placement procedure, the guidewire showed a loss of its original structural integrity, therefore another catheter was requested to complete the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos show an opened kit and the guide wire appeared to be unraveled towards the distal end. The introducer needle was not pictured. A complete visual inspection to determine the extent and cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. The image shows a guidewire in an opened kit with evidence of unraveling, however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the PICC placement procedure, the guidewire showed a loss of its original structural integrity, therefore another catheter was requested to complete the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".